Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.